Event description:
The customer's mother reported the customer experienced frequent urination, but since the customer received a low reading (unknown) on her blood glucose meter, the customer's mother did not treat the customer with insulin and gave her food containing sugar instead. The customer reportedly experienced weight loss and stomach pain. The customer's mother reported she took the customer to a hospital where her blood glucose level was checked and the reading (unknown) was higher than the reading (unknown) on her adc meter. The customer was reportedly diagnosed with severe hyperglycemia, and treated with insulin and an intravenous medication. There was no report of death or permanent impairment associated with this event.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a false low glucose (glu) cartridge result generated by the synchron lx20 pro clinical system. The original result was significantly higher than the critical rerun result and customer re-tested the original specimen and obtained results closely matched the original glu result. The repeated result was reported out of the lab. Patient treatment was not affected. False low result was not reported out of the laboratory.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history review for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once the product is returned, and investigation results are available. Note: the device manufacturing date is unknown.